Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitiant: 407458 lead implanted: 2009-(B)(6); 586638m adaptor implanted: 2014-(B)(6); 507135 (2) lead implanted: 2014-(B)(6); 310c33 tissue valve implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged shortly after implant. The ra lead was capped and not replaced. No patient complications have been reported as a result of this event.